Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. Therefore, the clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to treat a failing bioprosthetic valve over time is more likely due to stenosis. The most common causes for a stenotic aortic pericardial valve are: leaflet tissue calcification, particularly for patients with end-stage renal disease requiring dialysis (can cause early bioprosthetic leaflet calcification); host fibrous (pannus) tissue overgrowth; and/or infection (such as endocarditis) or non-infectious vegetation developed on the bioprosthetic leaflets. As the device was not returned, the root cause for the regurgitation and stenosis could not be confirmed and the root cause remains indeterminable. However, this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration or non-structural valve dysfunction. The patient had a significant medical history of hypertension, hdl, (B)(6), endocarditis, diabetes and chronic kidney disease which likely impacted the reported event in addition to expected wear and tear based on the implant duration of this device. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 27mm aortic pericardial valve was disabled via a valve-in-valve procedure after an implant duration of 10 years and 21 days due to stenosis and regurgitation. A 9600tfx 26mm transcatheter valve was implanted. There were no reported complications and the patient was reported to be well. Device not available for return and evaluation because it remains implanted. Patient history includes (B)(6) and endocarditis.